Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer reported that the display was constantly turning on and off and the customer tried different batteries but the display did not turn on. The insulin pump was not exposed to moisture. The customer did not mention any damage to the battery cap or the battery compartment. Troubleshooting was performed and the display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display were noted. (B)(4).